Manufacturer narrative:
On 15-nov-2019, mentor received the suspect medical device and additional information that the mentor memorygel breast implant ruptured intraoperatively as the breast implant was going through a keller funnel. No procedural delay was reported. As a result, the breast implant was replaced with like device, catalog # 3505504bc, serial # (B)(4) on (B)(6) 2019. Device evaluation summary: during visual analysis of the sample was found rupture in the posterior view, measuring approximately 3.0 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary, purposeful trauma to the breast and during use through keller funnel device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with an unknown mentor gel breast implant and experienced postoperative rupture on an unknown side. Ruptured implant was discovered during replacement surgery on (B)(6) 2019. This medwatch report has been defaulted to one of two implants since the side is unknown. If additional information is received, a supplemental report will be submitted as applicable.